Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that patient had not been sleeping well. Patient stated that she would fall asleep and maybe wake up 2 hours later. Patient wanted the pump removed and the healthcare professional (hcp) was willing to work with her, but they needed to get a pain management hcp to lower the dose to help get the patient to the patches. Patient stated without any medication she would die because the pain had gotten so intense. Patient stated that she had a lot of fractures and other things going on in her body. The patient confirmed the fractures had been a prior issue to the manufacturer pump. Patient stated that she fell and it felt like someone was holding her foot and just felt forward. Patient stated she should never have gotten the pump and had spoken with the healthcare professional (hcp) because with so many vertebral fractures. Patient stated she could not even tell if t10 or t11. Patient stated her lumbar sacral spine looked like in her x-ray that she had a fusion done. It looked like the vertebra had collapsed on top of each other. The patient mentioned she had severe osteoporosis-prior to the device. Patient stated because of that she had lost 4 inches in height. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that they were still experiencing numbness in their feet and it has now spread to her legs and hands. It was reported that nothing has been done about the numbness. It was stated that they thought it was from her magnesium, but she has been taking magnesium and it has not been helping her. It was reported that reason her pump was coming through her skin was due to the pump being placed on top of a hernia and on top of an area that she has had so many surgeries performed. It was reported that the patient had a fall that could be contributed to prior medical issues which caused the patient to fracture two bones where the catheter supposedly is. It was stated that no one knows what level the catheter was in or if it was in the intrathecal space because of the fractures. It was reported that a healthcare provider (hcp) performed a computed tomography scan (CT). It was reported that the patients diagnosis was wrong; it was not "chronic it was something arthritic". The patient was having difficulties finding a refill hcp for her pump and she had no medicine for breakthrough. It was reported that the patient has found a hcp who will take the pump out but needs a hcp to manage her pump and lower her dose and switch her to patches. A list of hcp's was provided to the patient. No further complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient may have a problem with their pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n186974003 , implanted: (B)(6) 2009, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2018-apr-12 indicated the results of the CT scan showed no disruption or disconnection of the catheter. The hcp noted that the CT scan did show numerous calcified granulomas, but did not specified where the granulomas were located. The hcp did not know the exact cause of the granulomas. The hcp stated the catheter had not migrated and was in the intrathecal space. The hcp stated that the pump and catheter were still implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 21-jun-2017 that regarding the device problems they were having; their hands and feet were numb since last year and were getting worse. Their pump was coming through the skin - the patient declined to elaborate further on it. They noted that the doctor wouldn't do anything about it, and nobody wanted to monitor the pump so they were having difficulty finding a new health care provider (hcp) to get it filled. The patient stated they believed it was the manufacturer's responsibility to ensure that healthcare providers were using and managing the pumps correctly, and was unhappy that they read a website which had told them that their pump was under recall. The patient confirmed they had an appointment for (B)(6) 2017 with a neurosurgeon to discuss pump removal. The patient stated they had no more information to report regarding this event and would not answer further questions. The line was disconnected. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.